Manufacturer narrative:
A picture was provided by the customer showing a red bucket with red biohazard bags inside. The following items were returned by the customer for investigation: one list #142550489 primary primary plumset. One microclave. As received, a portion of tubing on the new primary plum set was stuck with another portion of tubing. Inspection under uv light identified errant solvent on the tubing where the tubing was stuck. The probable cause of the errant solvent on the tubing due to a solvent application error during manufacturing. The inline filter was leak tested per specifications. A leak was not observed with the new list #142550489 primary primary plumset. Therefore, the reportable malfunction was not confirmed as a result of testing the new set that was returned. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter (full) phone number: (B)(6).

Event description:
The complaint involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the tubing flowed through the mini hole in the filter, resulting in either taxol or keytruda spilling onto the patient. The set up was a flow contained in a dive, and sterile gases to prevent contamination of patient and nursing staff. The liquid came out through the micron filter mini hole. There was no patient harm. This report reflects the second of three occurrences of the same failure mode on the same lot number.